Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device for rite failure of ground bond failure. Rite functional test passed. Ground bond failure was confirmed in rite testing. Rite test encountered a failure of ground bond failure, with an assignable cause of loose connection at the door frame to door post interface. The product did not meet specification due to: ground bond failure. Baxter will continue to monitor similar reports to determine if further actions are required.